Event description:
A falsely elevated troponin I result of 2.3 ng/ml was obtained on patient 1 and a result of 1.3 ng/ml was obtained on patient 2. The results were not reported to the physician. The samples were retested again and a result of 0.00 ng/ml was obtained on patient 1 and a result of 0.00 ng/ml were obtained on patient 2. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the cause for the falsely elevated troponin I is due to spashing.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that the cause of the falsely elevated troponin I was splashing. The customer recalibrated the mixers with the assistance of a dade behring service representative. The instrument is operating within specifications.